Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 15-apr-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23287.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 24-jan-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant bun result on a patient. There was no additional patient information at the time of this report. Return product is available for investigation. Method date tested result sample I-stat (B)(6) 2024 2:52 >140 mg/dl a catalyst (B)(6) 2024 3:06 101 mg/dl b at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.